Manufacturer narrative:
As reported, the patient experienced pain, testicle loss and cord damage post implant of the bard/davol perfix plug. As reported, the patient has to undergo testosterone therapy throughout life. The information provided is limited to the maude event report. Contact information was not provided, therefore, we are unable to request additional information. Based on the information provided to date, no conclusion can be made. No lot number has been provided; therefore a review of the manufacturing records could not be conducted.

Event description:
As reported per medwatch #: mw5108183: "on (B)(6) 2020 lost left side testicle and cord then (B)(6) 2022 lost right side testicle and cord due to perfix plug mesh wrapping around the cords and "damaging" and unbearable pain. Have to do testosterone therapy now for life. FDA safety report ID# (B)(4)."